Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: (B)(6).

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using packing coil lps and a non-penumbra microcatheter. During the procedure, a packing coil lp would not advance past its initial position within its introducer sheath; therefore, it was removed. Next, the same issue occurred with another packing coil lp. Therefore, this packing coil lp was also removed. The procedure was completed using additional lp coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned packing coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kinks observed near the pusher assembly mid-joint. During functional testing, resistance was experienced while attempting to advance the packing coil lp from its returned position within its introducer sheath and, consequently, the pusher assembly kinked further. Evaluation of the second returned packing coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The packing coil lp was then advanced through its introducer sheath without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-02237. H3 other text : placeholder.